Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The base is warped and caused one of the casters to be off of the ground.